Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting the stimulator too close to the nerve, and migration of the device have been ruled out as potential causes of the reported issue. However, the patient had adipose tissue which could have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the floating suture is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient had concerns about the site of the implant. The patient reported a suture was coming out of the skin however, the implanting clinician identified that the suture was floating. The site was irrigated and closed and it was determined that an infection was not present. The patient's wound is healed and no further issues have been reported.